Event description:
Pt presented to osh with low flow on lvad and signs / symptoms of heart failure (nausea, vomiting, fatigue, low bp). Continues to have low flor from lvad despite volume repletion, inotropic support and device interrogation; external equipment exchange (I. E., controller change). Pt was taken to the operating room with high suspicion of pump thrombosis / destruction. On 08/12/2016, lvad successfully exchanged and explanted pump found to have significant inflow thrombus. See scanned page.